Event description:
A patient's caregiver reported that the tracheostomy tube's cuff did not inflate. The caregiver reported that the patient began using a tracheostomy in (B)(6) 2014 and has not changed the tube. The caregiver stated that he will be taking the patient to the doctor's office to have the trachea tube replaced. The caregiver stated that the patient's trachea tube cuff is used for facilitation of eating and swallowing not for ventilation. There were no patient injuries reported. During a follow-up with the caregiver, it was found that the tube was replaced on (B)(6) 2014 without incident. There were no patient injuries reported.

Manufacturer narrative:
Covidien reference: (B)(4).